Event description:
A report was received that the patient had an infection. The physician suspected it to be related to the device. The patient was prescribed medication. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Additional suspect medical device components involved:model: ons-2138-70(B) (4)description: linear lead (phase iiia), 70cmmodel: ons-3138-55(B) (4)description: lead extension, 55cm (phase iii)a review of the manufacturing documentation of the implanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.a review of the sterilization documentation found them to be satisfactory.this is the final report. Product unavailable for analysis